Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)".

Event description:
It was reported via abiomed's long-term outcome and quality indicator (loqi) database that a 57-year-old female patient implanted witha impella 5.5, had an adverse event of intracerebral hemorrhage with "probable" relatedness to the pump. It was reported that the patient had facial weakness after extubation, and tongue deviation to left. Potentially in setting of traumatic extubation, left facial droop noted, slurred speech. Patient was on aspirin and brilinta. MRI and cta confirmed the patient had an evolving hemorrhagic stroke and patient had no improvement. Family initiated withdrawing care due to being fully dependent on impella. Eventually care was withdrawn and the patient expired.